Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no reported adverse impact on the customer's blood glucose level. The customer was instructed on how to press the button properly, but the issue persisted, leading to the decision to replace the pump. The pump was still under warranty, and the customer was informed of the replacement process. Meanwhile, the customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Tandem technical support arranged for the shipment of a replacement pump and provided instructions for returning the faulty pump.